Event description:
The customer reported that the left monitor was not displaying live images. This rendered the system unusable. Thers is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The flat panel cable assembly and the 12v power supply was replaced. The system was then found to be operating as intended.